Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("back pain") in a (B)(6) female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In january 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint pain"), loss of libido ("loss of libido"), mood swings ("mood swings") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, weight increased, migraine, headache, vaginal discharge, endometriosis and dysmenorrhoea had resolved and the back pain, arthralgia, loss of libido and mood swings outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, endometriosis, fatigue, headache, loss of libido, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff´s physician has recommended removal of the device, but plaintiff is unable to afford the procedure at this time. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (tubes blocked). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: pfs received: stop date of essure added. New events : dysmenorrhea and endometriosis were added event onset dates, updated outcome of events and added treatment drug motrin. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("back pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint pain"), loss of libido ("loss of libido"), mood swings ("mood swings"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy withbilateral salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, weight increased, migraine, headache, vaginal discharge, endometriosis and dysmenorrhoea had resolved and the back pain, arthralgia, loss of libido, mood swings and dyspareunia outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, loss of libido, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion (tubes blocked) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-sep-2018: after internal review, it was noticed that fu received on 07-sep-2018 belongs to another patient. Events: abnormal bleeding (general), dyspareunia (painful sexual intercourse), perforation outside of the uterus, pregnancy, device ineffective, pregnancy (miscarriage) and vaginal pain" were deleted. Lot number was also deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation outside of the uterus"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("pregnancy (miscarriage)"), back pain ("back pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. B09706) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: motrin. Concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), back pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), loss of libido ("loss of libido"), mood swings ("mood swings"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), surgery (total hysterectomy unilateral oopherectomy) and surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, back pain, genital haemorrhage, arthralgia, loss of libido, mood swings, dyspareunia and vulvovaginal pain outcome was unknown and the pelvic pain, fatigue, weight increased, migraine, headache, vaginal discharge, endometriosis and dysmenorrhoea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, loss of libido, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff´s physician has recommended removal of the device, but plaintiff is unable to afford the procedure at this time. Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion (tubes blocked). Ultrasound scan vagina: on an unknown date: tissue will keep forming around it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - new event "abnormal bleeding (general), dyspareunia (painful sexual intercourse), perforation outside of the uterus, pregnancy, device ineffective, pregnancy (miscarriage), vaginal pain" were added. Lab data was added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("back pain") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: motrin. Concurrent conditions included body mass index normal. On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint pain"), loss of libido ("loss of libido"), mood swings ("mood swings"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, weight increased, migraine, headache, vaginal discharge, endometriosis and dysmenorrhoea had resolved and the back pain, arthralgia, loss of libido, mood swings and dyspareunia outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, loss of libido, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: total bilateral occlusion (tubes blocked) hsg performed by physician demonstrates satisfactory position of essure micro inserts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.